Manufacturer narrative:
Additional information was added to h4, h6, and h11. Correction to d4: expiration date (update to n/a). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set with duo-vent spike leaked after infliximab infusion. During setup, air bubbles were noted in the distal portion of the tubing; the set was not connected to the patient, and the line was primed to remove the air. After the infusion was completed, the set was disconnected from the patient and clamped with both the roller clamp and the pump. Despite this, the line began leaking solution onto the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.